Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2014.

Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: during use the balloon broke. Confirmed no forceps nor energy based device was used at the moment of incident. New one was opened to complete the case with no problem. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. "No patient info is available. The customer did not know if reinforcement material was used." Confirmed that the clinical sample is being returned for investigations.